Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg was inoperable. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The reported issue of loss of stimulation/ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Ppe was unable to determine what cause the battery to deplete.